Manufacturer narrative:
(B)(4).

Event description:
It was reported the nurse used the chg PICC and upon insertion the patient started having symptoms consistent with chg allergy. Patient started feeling nauseous, having heart rate changes, and seizure like movements. A code was called. The nurse removed the catheter right away and the symptoms started to go away. The patient was transferred to ICU for 2 days of observation. In (B)(6) 2022, the patient saw an allergist and was confirmed to have an chg allergy.

Event description:
It was reported the nurse used the chg PICC and upon insertion the patient started having symptoms consistent with chg allergy. Patient started feeling nauseous, having heart rate changes, and seizure like movements. A code was called. The nurse removed the catheter right away and the symptoms started to go away. The patient was transferred to ICU for 2 days of observation. In (B)(6) 2022, the patient saw an allergist and was confirmed to have an chg allergy. Additional information received 26-may-2023 indicates the patient had no known chg allergy prior to this event. It was also reported that the PICC was only in the patient less than 1 minute. The catheter was immediately removed and the patient was treated "per their allergic reaction algorithm (benadryl , levophed, epi, and oxygen)". There were no health consequences from this event.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and two findings were identified. It was determined that these findings were not relevant to the failure involved with this complaint. The product label provided with the kit informs the user, "the arrowg+ard blue advance antimicrobial/antithrombogenic catheter is contraindicated for patients with known hypersensitivity to chlorhexidine." The report of a catheter related allergic reaction was confirmed based on the customer report. The customer report confirms that the patient had an allergy to chlorhexidine. The labeling provided with these coated PICC catheters states the arrowg+ard blue advance antimicrobial/antithrombogenic catheter is contraindicated for patients with known hypersensitivity to chlorhexidine. The labeling also instructs users to "perform sensitivity testing to confirm allergy to catheter antimicrobial agents if adverse reaction occurs." Based on the customer report and that the patient had a confirmed allergy, unintentional use error (patient condition) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.